Manufacturer narrative:
Event date is estimated. Following an ipg replacement procedure, there were impedance issues due to lead fractures. The patient stated they do not want to pursue a paddle revision because their stimulation coverage is not affected. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported following an ipg replacement surgery (manufacturer report number 1627487-2023-01627) that the patient's lead was noticed to be fractured on contact 2, 8, and 5. The patient's stimulation remains unaffected and the patient has no current plans to pursue a lead revision.